Event description:
Symptoms since essure placement consisted of: high blood pressure, bloating, fatigue, eye twitches, muscle cramps, muscle spasms, back pain, sharp pains in lower stomach, pulling sensation in lower stomach, long periods, heavy periods, missing periods, weight gain/unable to lose weight, depression (because of weight gain and constantly being asked how far along I was or if I was having a boy or a girl), painful intercourse, couldn't do normal things with my children because of these symptoms, stress within my relationship because of these issues, and more. Finally, a hysterectomy that has resolved many issues within days. Implanted (B)(6) 2012/ hysterectomy (B)(6) 2015.